Event description:
It was reported that following the implementation of the spinal cord stimulator (scs) paddle lead the patient was transferred to post operative care and was discharged home. The physician noted that the implant procedure was uneventful. While home the patient had multiple falls during the night, developed weakness and went to the emergency room department (ER). The patient was then taken to the operating room, and underwent an explant procedure of the paddle lead and implantable pulse generator (ipg), during the procedure the physician discovered an epidural hematoma and a large hematoma surrounding the ipg. Per the physicians' assessment the cause of the weakness and paralysis was the bleeding and the hematoma, he also stated that the devices did not contribute to the event, that it was in fact the possibility of the patient having taken blood thinner, or having a misdiagnosed bleeding disorder. The devices were not returned as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial/batch: (B)(6).